Event description:
This is report 1 of 2 for this event. It was reported that the patient connector on a transfer set would not connect well with the titanium adapter when the transfer set was changed. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted. Visual inspection, leak testing, clamp function testing and clear passage testing were performed with no issues noted. The device was pressure tested with acceptable results. Dimensional inspection of the returned transfer set identified that the inside diameter of the catheter adapter shroud was below nominal. The sample was confirmed for the reported condition. Improvements were made to the mold and molding department procedures. Should additional relevant information become available, a supplemental report will be submitted.